Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok med clips 6/cart 84/box, lot# 73c2000159. Investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
The clips break apart upon touching them. So far 5 from the box have been defective.